Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a degraded/worn out power on button. The event history log confirmed a record of error code 46446 system fault. Functional testing was able to replicate the keypad up right button not working properly; however, the error code could not be duplicated. The root cause was determined to be user interface error. The keypad was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 46446 and the right softkey was intermittent. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had degraded/worn out power button. Found keypad up right button was not working properly. Ehl (event history log) was checked. Event log did record error code 46446 one time. However, could not duplicate the reported error code. The most probable cause was a user interface error. Replaced keypad. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.